Event description:
It was reported that during a moderately tortuous, heavily calcified bifurcation of the left anterior artery and diagonal artery, after pre-dilation with a trek balloon, a xience v 3.5 x 12 mm stent delivery system was advanced and during advancement, the stent moved on the balloon marker, but was still attached. Reportedly, the stent by visual examination did not appear loose on the sds, but by tactile feel with advancement the physician felt the stent might be loose on the sds. The xience v 3.5 x 12 mm stent delivery system was removed without difficulty. The lesion was dilated again with another trek balloon. Another xience v 3.5 x 12 mm stent delivery system was advanced, but would not cross the lesion and was removed without difficulty. A guideliner with another xience v 3.5 x 12 mm stent delivery system were used to successfully stent the lesion and complete the procedure. There was no adverse patient effect or no significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.